Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure involving the stomach. The needle continuously fell out of the device while in use. The needle from the reload fell into the cavity of the patient but it was retrieved. To correct the condition, another device was opened. No patient harm occurred.

Manufacturer narrative:
Product analysis: post market vigilance (pmv) received one device opened by the account without packaging in an undamaged condition. The visual inspection of the returned product noted: no witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection. Pmv performed functional testing on device. Device was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device was found to not function properly as needle disengaged while being toggled in media and being toggle outside of media. No difficulty was experienced in loading and unloading the needle in the tested device. Difficulty was experienced in toggling the needle in the device.

Event description:
There was no unanticipated tissue loss. There was no irreversible tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).